Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the emergency room (ER) for multiple therapies delivered for the patient¿s ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes which required chest compression. The right ventricular (rv) lead was found to have oversensing. The lead remains in use. It was further reported that the right atrial (ra) lead had oversensing and undersensing. The lead remains in use. No further patient complications have been reported as a result of this event.